Event description:
It was reported that during a lap colon procedure, the surgeon was using the retractor and the tap ring pulled off. They used another device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.